Event description:
The surgeon performed an I & d on the patients' right infected hip. All of the devices were explanted and an antibiotic spacer was placed.

Event description:
The surgeon performed an I & d on the patients' right infected hip. All of the devices were explanted and an antibiotic spacer was placed.

Manufacturer narrative:
Additional devices listed in this report: cat 2080-0035, lot # mklmne, description: gap plate screws. Cat # 2080-0030, lot # mketrp, description: gap plate screws. Cat # 6197-9-001, lot # mjs072, description: simplex p with tobramycin 1 pack. An event regarding infection involving an adm liner was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a medical review was performed and concluded: "in this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, this pi case is caused by a mix of adverse patient-related (previous complex revision procedure) and procedure-related factors (generic infection risk after any arthroplasty). There are no device-related factors active in this case and this pi is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: a medical review was performed and concluded that this event is not device related, the exact cause of the infection was determined to be as a result of both patient related and procedure related factors. No further investigation is required at this time. If further relevant additional information and/or the device become available, this investigation will be reopened.

Event description:
The surgeon performed an I & d on the patients' right infected hip. All of the devices were explanted and an antibiotic spacer was placed.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown adm liner. The other devices noted in this report are: unknown stem; unknown ceramic head; unknown mdm metal liner; unknown tritanium shell; 3 unknown screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown adm liner was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: a medical review was performed and concluded: "in this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, this pi case is caused by a mix of adverse patient-related (previous complex revision procedure) and procedure-related factors (generic infection risk after any arthroplasty). There are no device-related factors active in this case and this pi is not device-related." -device history review: a device history review could not be performed as the lot number was not reported -complaint history review: a review of the complaint history databases could not be performed as the lot number was not reported conclusions: a medical review was performed and concluded that this event is not device related, the exact cause of the infection was determined b to be as a result of both patient related and procedure related factors. No further investigation is required at this time.